Event description:
It was reported that during an unknown procedure the blade tip broke off. The piece did not fall into the patient. No patient consequences. Another like device was used to complete the case.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.